Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used large tr band assembly and its inflator was returned for product evaluation. Visual inspection revealed that no anomalies were noted. Functional testing was performed. The device was subjected to leak testing. The inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the inflation balloon. No bubbles were observed along with the seals of the large and small balloons. The inflation balloon was viewed under microscope and a tear was noted at its bonding to the check valve. Based on the returned device, the complaint can be confirmed for airflow issues because the device failed leak testing. When the tr band was inflated and submerged in water, air bubbles were observed at the bonding between the check valve and the inflation balloon. A non-conformance (nc) report was initiated and completed for this issue.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - team leader. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that once the tr band balloon was inflated it had a slow leak and lost all the air. There was no patient injury/medical or surgical intervention required. The patient condition was fine. Additional information was received on 05mar2021. The procedure was a left heart catheterization. The procedure was successful with manual compression.